Event description:
A biomedical professional reported that the unit ¿was not working¿ during a cataract intraocular lens (iol) implant procedure, and the pt experienced a corneal burn. Add¿l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The phaco handpiece was not provided for eval. The company rep noted the memory card was not functioning and replaced the memory card board. The system was then tested and met all product specifications. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).